Event description:
Report received indicated stent came off the balloon when attempts were made to cross the lesion. Angioplasty procedure was being performed to the renal artery. The lesion was calcified and was not predilated. The percentage stenosis is unk. The product was prepped and used following the instructions for use (IFU). There was no resistance during advancement of the stent delivery system (sds). It was indicated when attempts to cross the too tight lesion with device were made, the stent, came off the balloon and became hung up on plaque. Subsequently, the stent was snared out of the body without any adverse consequence to the pt. The lesion was treated with another sds.

Manufacturer narrative:
This product will be return for eval and testing. Add'l info will be sent within 30 days upon receipt.